Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2019-04236 and 3006705815-2019-04237. It was reported the patient complained of increased inefficacy of therapy over the last number of weeks culminating in total loss of benefit from the scs system. A company representative attended consultant¿s clinic for reprogramming to attempt to resolve the issue but without success. Consequently, the patient's entire scs system was removed.

Event description:
Related MFR reports: 3006705815-2019-04236 and 3006705815-2019-04237.